Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013, reporting that the up and down arrow buttons are slow to respond. The patient confirmed that there was no damage to the keypad and there was no moisture exposure to the pump. The patient reportedly wore the pump under a garment against the body and cleans the pump with alcohol. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button was appropriately responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, investigation revealed a cracked battery compartment.